Event description:
During the implantation procedure, the ventricular setscrew on this device could not be engaged. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
During the implantation procedure, the ventricular setscrew could not be engaged. The analysis on this device is pending.